Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump emptied the cartridge into patient, and there is no recent bolus in the history. Reporter states patient did not prime while attached and that there was no insulin leaking at pump, cartridge, or ifs. Reporter alleges that about 20 minutes after having filled the cartridge with 30 units of insulin, the patient was feeling bad and when checked, the blood glucose was 55 mg/dl. Reporter removed cartridge and it was completely empty. Patient was crying, irritable, and combative. Bg went down to 29 mg/dl and patient lost consciousness. Self-treatment included glucagon injection, food and drink. Patient has lost confidence in the pump and discontinued use. This complaint is being reported as the patient experienced hypoglycemia and the inadvertent insulin issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.